Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for analysis. It has not yet been received. A follow-up report will be submitted with all relevant additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device revealed that the posterior foot was completely detached and not returned with the device. The posterior needle was bent at the tip and proximal end indicating that the posterior needle was deflected during needle deployment and struck the foot instead of engaging with the posterior cuff inside the posterior foot pocket as intended. The reported needle-to-cuff miss is confirmed. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by the damaged anterior needle barb. The posterior foot break and subsequent anterior cuff-to-needle tip detachment would result in a failure to retrieve the suture. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for needle deflection that can result in a posterior foot break include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions and/or incorrect deployment techniques. The needle trajectory of every device is verified during manufacturing. There were no challenging anatomical conditions reported which could have contributed to the posterior foot break. There was no definitive evidence in the evaluation of the returned device to suggest that the device was twisted or rotated or the needles were deployed when the device was not at an approximate 45-degree angle, which could have contributed to a posterior foot break. Based on the successful needle trajectory during manufacturing, the probable cause for the posterior foot break is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected. The probable cause for the detected posterior foot break was determined to be related to the operational context during use of the device and not a product quality deficiency. Review of the device lot history record did not reveal any non-conforming material records relevant to this event. A query of the complaint handling database for this lot was performed and there does not appear to be any indication of a lot specific product quality deficiency.